Event description:
It was reported that the lead exhibited noise. Noise was described as possibly being indicative of insulation degradation. The maximum sensitivity on the atrial lead was raised from 0.2 mv to 0.5 mv. Lead performance would be monitored at the patient's next follow-up in three months.

Manufacturer narrative:
No medwatch form was received.